Event description:
It was reported that the swivel is breaking off whenever they disconnect the patient from the ventilator. The event occurred while in use with patient, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.